Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Pictures were taken. Charge and boot tests were performed and failed due to usb pin(s) from j3 are damaged. Functional tests were not performed due to usb pin(s) from j3 are damaged. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to usb pin(s) from j3 are damaged. Confirmation of the allegation and a probable was undetermined. No injury or medical intervention was reported.